Manufacturer narrative:
E1 - initial reporter city: (B)(6). B2 outcomes attrib to adv event corrected. A visual and microscopic inspection of the returned device revealed a kink was in the distal sheath assembly with the tip section detached, bent, torn and stretched. The imaging window was also observed stretched. A media inspection of pictures provided showed a detached tip with a torn monorail assembly.

Event description:
It was reported that device entanglement and tip detachment occurred. A stent had been placed previously in the proximal right coronary artery (rca). The 16mm x3.0mm in diameter, 75% stenosed target lesion was located in the moderately tortuous and mildly calcified mid rca. The procedure proceeded without much difficulty. During the final ivus, the opticross hd imaging catheter had difficulty passing through the guide catheter exit port and the rca ostium. The guide catheter was observed to be floating and an attempt was made to remove the opticross catheter. The non-boston scientific guidewire and opticross catheter could not be moved and when the devices were removed together, resistance was encountered. When the opticross catheter was outside the patient, the tip of the device was confirmed to be torn/separated around the guidewire port. Angiography then confirmed a marker was seen around the guide catheter exit port. Since the wire had been pulled out, negative pressure was applied to the guide catheter and the guide catheter was removed. No device fragments were found so angiography was used again and a marker was found in the arm, immediately after the sheath. The device fragment was recovered using a snare to complete the procedure. There were no patient complications reported and patient's current condition is good. It was further reported the stent in the rca was a 4.0 x 16mm synergy stent implanted on (B)(6) 2018. The physician does not think the device got stuck in the stent.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that device entanglement and tip detachment occurred. A stent had been placed previously in the proximal right coronary artery (rca). The new target lesion was 75% stenosed and located in the moderately tortuous and mildly calcified mid rca. The procedure proceeded without much difficulty. During the final ivus, the opticross hd imaging catheter had difficulty passing through the guide catheter exit port and the rca ostium. The guide catheter was observed to be floating and an attempt was made to remove the opticross catheter. The non-boston scientific guidewire and opticross catheter could not be moved and when the devices were removed together, resistance was encountered. When the opticross catheter was outside the patient, the tip of the device was confirmed to be torn/separated around the guidewire port. Angiography then confirmed a marker was seen around the guide catheter exit port. Since the wire had been pulled out, negative pressure was applied to the guide catheter and the guide catheter was removed. No device fragments were found so angiography was used again and a marker was found in the arm, immediately after the sheath. The device fragment was recovered using a snare to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that device entanglement and tip detachment occurred. A stent had been placed previously in the proximal right coronary artery (rca). The 16mm x3.0mm in diameter, 75% stenosed target lesion was located in the moderately tortuous and mildly calcified mid rca. The procedure proceeded without much difficulty. During the final ivus, the opticross hd imaging catheter had difficulty passing through the guide catheter exit port and the rca ostium. The guide catheter was observed to be floating and an attempt was made to remove the opticross catheter. The non-boston scientific guidewire and opticross catheter could not be moved and when the devices were removed together, resistance was encountered. When the opticross catheter was outside the patient, the tip of the device was confirmed to be torn/separated around the guidewire port. Angiography then confirmed a marker was seen around the guide catheter exit port. Since the wire had been pulled out, negative pressure was applied to the guide catheter and the guide catheter was removed. No device fragments were found so angiography was used again and a marker was found in the arm, immediately after the sheath. The device fragment was recovered using a snare to complete the procedure. There were no patient complications reported and patient current condition is good. It was further reported the stent in the rca was a 4.0 x 16mm synergy stent implanted on (B)(6) 2018. The physician does not think the device got stuck in the stent.